Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous common iliac artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on the second inflation at 6 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with this device. There were no patient complications nor injuries reported and the patient status post procedure was good.